Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to "lack of activation (sucking air in pump)" and fluid loss. During the surgery it was found that the reservoir had descended into the "adductor brevis as it was found not inserted through inguinal ring." All components were located and removed and a new ipp device was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to "lack of activation (sucking air in pump)" and fluid loss. During the surgery it was found that the reservoir had descended into the "adductor brevis as it was found not inserted through inguinal ring." All components were located and removed and a new ipp device was implanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams700 device was visually inspected and functionally tested. One cylinder performed within specifications. The other cylinder had a hole in the outer tube that was the result of input tube wear, the input tube sleeve was completely removed. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. The ams700 device was visually inspected and functionally tested. There was a leak in the reservoir shell at the adapter-shell junction that was the result of fatigue.